Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis while using a non-tandem infusion set. Reportedly, the issue was caused by the cannula being pulled out of the customer's body. The customer declined to provide any additional information at time of call and requested a follow-up to obtain more information such as infusion set brand, blood glucose level, and treatment administered. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.